Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the crack on screen and belt clip rail broken. Customer reported display was solid white. The customer was treated with manual injection. Customer declined to troubleshoot for high blood glucose. It was unknown weather customer was using auto mode or not. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Unable to confirm battery cap damage due to device received without the original battery cap.